Event description:
It was reported that the stent delivery system was difficult to remove, and a mild cerebral infarction occurred. A carotid wallstent was selected for use in a carotid artery stenting (cas) procedure in the left internal carotid artery. Following stent deployment, there was severe resistance encountered during removal of the stent delivery system and the non-boston scientific embolic protection device slipped off the delivery system. This resulted in debris spilling out of the embolic protection device. The procedure was completed. In post-treatment recovery, a mild left-sided cerebral infarction was suspected, but not confirmed. The patient recovered without any symptoms.

Event description:
It was reported that the stent delivery system was difficult to remove, and a mild cerebral infarction occurred. A carotid wallstent was selected for use in a carotid artery stenting (cas) procedure in the left internal carotid artery. Following stent deployment, there was severe resistance encountered during removal of the stent delivery system and the non-boston scientific embolic protection device slipped off the delivery system. This resulted in debris spilling out of the embolic protection device. The procedure was completed. In post-treatment recovery, a mild left-sided cerebral infarction was suspected, but not confirmed. The patient recovered without any symptoms.